Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
During primary surgery on (B)(6) 20147 the bone screw slipped trough the long hole under the lip and has to be removed. Revision surgery on (B)(6) 2017. During screwing in the screw in the close joint area the shaft of the screw as well as the torx head of the fixed angled screw were bent and loose. New screw was available. Surgical delay of 30min. Not longer. No other consequences reported.

Manufacturer narrative:
The reported event that unknown_selzach_product (B)(4) was alleged of 'poor fixation' could not be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by too much applied mechanical force during insertion. Nevertheless, in order to clearly determine the root cause of the complaint event, more detailed information about the complaint event as well as the affected device must be available. The device inspection revealed the following: the screw head of the returned locking screw is indeed very badly damaged (etching is gone), it is also clearly visible that the screw is bent as mentioned on the report. Wich clearly indicates that high mechanical force had been applied during screw insertion. Note: three attempts have been performed in order to gather additional information and to get the devices returned for analysis. Specifically on (B)(6) 2017; (B)(6) 2017; (B)(6) 2017. Extra attempts have been performed, however the communication has been unsuccessfully discontinued on september 12, 2017. Note that only the bent screw has been returned with a badly damaged screw head so that the engraving details were not visible anymore, plate was not returned for investigation and no other relevant information has been received. After inspecting the delivery notes: the delivery notes have been inspected during the last 6 months before the event was registered: 35 lot numbers were listed corresponding to 53-27618 locking screw, t7, 2.7x18mm . Due to the computational workload, the manufacturer has not reviewed 35 lot numbers pertaining to the locking screws, however the manufacturer has reviewed the lot numbers pertaining to variax plates. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During primary surgery on (B)(6) 2014 the bone screw slipped trough the long hole under the lip and has to be removed. Revision surgery on (B)(6) 2017. During screwing in the screw in the close joint area the shaft of the screw as well as the torx head of the fixed angled screw were bent and loose. New screw was available. Surgical delay of 30min. Not longer. No other consequences reported.